Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm medium-large clip applier instrument to perform failure analysis. The instrument was analyzed and was found to have a derailed grip cable from its normal position at the distal end. The cable was found to be stuck in the for-amplification pulley preventing the instrument to move and rotate properly. A visual inspection of the back end found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm medium-large clip applier instrument jaw would not open and stuck with clips in it. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.